Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.

Manufacturer narrative:
The patient's pocket site was relocated lower and more lateral on her right side. During the procedure the patient requested a new device, so the physician replaced the ipg. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibits normal device characteristics.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.